Event description:
It was reported that patient developed an infection with onset pain and fever 7 days post surgery. The procedure was a right knee acl repair with graft. The lab result was positive for scedosporium prolificans (fungus). Three I&d surgeries (incision and drainage) with removal of implant graft. Antifungal IV's given. Ongoing illness may require more procedures.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. Device history record review revealed nothing relevant to this event; no issues were found with the sterilization of this lot. This device is supplied sterile. Based on the information provided, a definitive cause for the post-operative infection could not be determined. The most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions. Scedosporium prolificans is a soil based fungi with hyphae that are septate with conidiogenous cells that are ovoid in shape. The single celled conidia walls are thin in nature and are porous to most natured gas molecules (1) these characteristics cause the scedosporium prolificans to be susceptible to various forms of sterilization. Eto gas sterilization easily penetrates the conidia and causes the cell to become inactive. Gamma radiation penetrates easily and due to lack of reverse dna enzymes, requires a dosing of 1.3 -11 kgy to yield the cell inactive (2) it can therefore be stated that scedosporium prolificans does not present a significant challenge to the sterilization process. References attached: (1) infections caused by scedosporiumspp: clin. Microbial. Rev. 2008; 21(1):157 (2) gamma radiation against toxigenic fungi in food, medicinal and aromatic herbs; dr. Adolpho pinto, health department of brazil; cep: 01156-050. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Per facility, not returning device.